Event description:
The customer called for assistance with performing a control test using her contour system. She performed 2 control tests during the call and rec'd readings of "lo" and 432 mg/dl. The normal control range was 109-150 mg/dl. No adverse events were alleged. The customer did not have any test strips left to return for eval.